Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". An attempt to calibrate the exhalation pressure transducer failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. Transducer were calibrated and the machine met specifications. The cause in final investigation report was assigned to supplier manufacturing process.